Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead was capped due to extra cardiac stimulation. Further information has been requested, but is not yet available.

Event description:
Additional information received noted the patient was in stable condition before, during, and after the procedure.